Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose levels (226 mg/dl). Customer changed basal rate and took a corrective bolus to stabilize his blood glucose levels.